Event description:
It was reported the patient had invalid impedance readings on her scs thoracic lead. A sjm rep met with the patient and confirmed the lead was invalid. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.